Manufacturer narrative:
The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced multiple pump alarms, including occlusion and battery change alarms, and was instructed to replace the cassette. The patient stated they changed the cassettes twice before being able to get the pump to run. The patient believes the alarms were related to the tubing they were using. The patient's current medications included remodulin 10 mg/ml at a dose of 120 ng/kg/min, self-fill with 3 ml per cassette, rate of 65 mcl per hour subcutaneous. There was unknown patient involvement, and unknown signs or symptoms experienced.